Event description:
Pumps (11) read system error 84 upon initial injection of pca dose. The system error shut down the pump and erased the memory of programming. The battery was removed and pump reprogrammed and subsequent use of the pump has not resulted in the reappearance of the system error 84. This malfunction was demonstrated on at least 11 different pumps.